Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via a review of the log file. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 45 days (B)(6) 2021 per timestamp). No external power alarms were intermittently active on (B)(6) 2021 from 22:48:49 ¿ 23:23:02 and on (B)(6) 2021 from 22:42:21 ¿ 22:42:23. The alarmed occurred while the controller was connected to the mpu and cleared when the controller was swapped to battery power. The backup battery provided power to the controller during the events. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information stated that the no external power alarms were due to ac power disruptions to the house. Multiple good faith efforts were made asking for the serial number of the mpu, if it will be returning, and if the mpu had the v-lock connector on the ac power cord; however, no response was received. The root cause of the no external power alarms was concluded to be due to loss of ac power to the home. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for review. No external power events were seen (B)(6) 2021. These were caused by power to the mobile power unit (mpu) being briefly interrupted. After discussion with the patient, it was able to be determined that the loss of external power was due to the patent's home losing power. No other events were seen within the log files.